Event description:
The customer contact reported the device did not alarm when air was present in the tubing set. The device was returned to the biomedical dept from an unspecified floor for an unspecified reason. No info was provided; therefore, specific pt info, pump programming, or event details were not available. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. During testing at the user facility, the device did not alarm for air in line when air was seen in the tubing set. No add'l info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has yet been received. This report represents all the info known by the reporter upon query by hospira personnel.